Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The resistance was not confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a cause for the reported resistance with the introducer sheath.

Event description:
Additional information received as follows: the lesion was located in the moderately tortuous, moderately calcified superficial femoral artery. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after delivery and deployment of the stent, the 6.0/40 mm absolute pro stent delivery system (sds) could not be pulled into the sheath for removal. The sheath and the sds were removed together leaving the guide wire in place. After retraction of the sds, force was used to free the sds from the sheath. The sheath was able to be reinserted and the case continued on. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.